Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an button error on the screen and was alarming. The customer's blood glucose level was 160 mg/dl at the time of the incident. The customer attempted to clear the alarm, but was unable to clear as the buttons were not responding. The customer tried to press the esc button and then the act button but was not able to clear the button error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.